Event description:
Caller tested 4.7 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).